Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a curity lap sponge. The customer reported that there was loose pieces of material and strings found in the surgical wound during surgery. Some were very small pieces of particles which were retrieved, and the surgical cavity was irrigated by the surgeon. The customer reports no injury or ill-effects to the pt.